Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. The implantable cardioverter defibrillator (ICD) alert triggered due to charge circuit timeout, and the ICD was found to be at end of service (eos). It was suspected that the ICD was not pacing. The ICD remains in use. No further patient complications have been reported as a result of this event.